Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00101 on june 10, 2016. On 08/02/2015 additional information: the patient was tested in (B)(6) for (B)(6). The result was (B)(6) and the assay used at the time is unknown. The patient had a high risk contact in (B)(6) and was (B)(6). (B)(6) status: the serologic profile indicates a successful (B)(6) vaccination. There is no indication of an infection with (B)(6) in the past. During first contact, no (B)(6) antibodies were detected. However (B)(6) antibodies were detectable (probably after a successful vaccination). (B)(6)-treatment started in (B)(6) in (B)(6). Treatment regimen: (B)(6). The patient was not treated with (B)(6) (prior to the first tests). Siemens healthcare diagnostics has requested the patient sample for further testing and investigation.

Manufacturer narrative:
The cause for the discordant advia centaur xp chiv results is unknown. Siemens is investigating. The IFU states in the limitations section: "the calculated values for (B)(6) antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or (B)(6) antigen cannot be correlated to an endpoint titer. Currently available assays for the detection of (B)(4) antigen and/or antibodies to (B)(4) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies and/or (B)(6) antigen may be undetectable in some stages of the infection and in some clinical conditions." UDI note: the reagent lot and material number referenced in this MDR is for ous distribution only (smn10283020). While a similar product is approved in the us (smn 10696880), no us equivalent of this particular reagent lot exists.

Event description:
(B)(6) advia centaur xp (B)(6) results were obtained on samples from the same patient. The patient was suspected to have (B)(6). The patient samples were tested on an alternate method and immunoblot. The alternate method p24ag results were (B)(6) and the antibody results were (B)(6). The pcr (B)(6) viral load results showed a low viral load. In total, three samples were tested on two advia centaur xp chiv lot numbers. The patient was sent to (B)(6) in utrecht for treatment. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp chiv result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00101 on june 10, 2016. Siemens filed the MDR 1219913-2016-00101 supplemental report 1 on august 11, 2016. On 08/17/2016 additional information: the patient sample is not available for further testing and investigation. Based on the information provided and the patient results from the customer, it appears that the patient was undergoing seroconversion. The patient was seroconverting and might not have had enough concentration of (B)(6) to be detected. As neither antibody or antigen were present in the sample matrix to get enough of a sandwich response. The patient was also being treated for another infection. The cause for the (B)(6) advia centaur xp chiv results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "currently available assays for the detection of p24 antigen and/or antibodies to (B)(6) may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions."